Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The proximate cause of the reported issue was due to an electrical failure of the motor control board. A review of the device history record showed the device had a manufacture date of 06jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received 242.4030. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device received 242.4030. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 06jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the motor control board. During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received 242.4030. No additional information was provided. There was no patient involvement.